Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing was leaking at the site, which caused the patient blood glucose elevated to 400 mg/dl. The set was in use for 1.5 days on average. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1897338 - MDR 3003442380-2024-10608 - device 2 of 4.